Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, this rv lead was found to have a fracture of the distal high voltage (hv) drawn-brazed strand (dbs) cable at the proximal side of yoke stake block. This rv lead was sent to collaboratory to determine the fracture type and/or defects, and to see if there are any cuts in the filars from the manufacturing process of stripping the cable. At this time there is no additional information. When additional information becomes available this report will be updated.

Event description:
---

Manufacturer narrative:
Subsequently, (B)(4) concluded the outer insulation, cable insulation, cable casing, and cable core were all consistent with the specified materials for reliance g, model 0185 leads. The distal hv dbs cable was fractured at the proximal end of the connector block within the lead yoke, approximately 100 mm from the terminal pin. The distal side of the fractured cable remained secured within the block. The cable filar fracture surfaces shows ductile dimples indicating an overload fracture mode.

Event description:
---

Manufacturer narrative:
This rv lead was explanted, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that during a follow-up procedure, the physician observed high left ventricular (lv) lead and right ventricular (rv) lead impedance measurements and diaphragm stimulation. The physician repositioned the lv lead, but no changes were observed. The physician then reconnected the shocking coils, and measured the shock impedance again, but nothing changed. The pacing, sensing impedance of the lead was within normal range. Using the pacing system analyzer (psa) the physician tried to measure the impedance between the psa and is-1, and between the psa and the distal shocking coil. The impedance was greater than 4000 ohms. Boston scientific technical services (bsc ts) recommended rv lead replacement. The physician elected to replace this rv lead, and all measurements were within normal range. It should be noted that the associated device and lv lead are competitor's products. There were no adverse patient effects reported.